Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was able to advance through a demonstration introducer sheath but was unable to advance past the hub of a demonstration microcatheter. The smart coil introducer sheath and non-penumbra microcatheter were not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly bends and kinks. Based on the return condition, some of the bends, kinks, and offset coil winds are likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while advancing a smart coil through the non-penumbra microcatheter, the physician experienced resistance and the smart coil would not advance; therefore, it was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.